Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified: device with fluid. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: analysis of the returned device identified: opening curved, broken shell and others. Leak test and microscopic analysis was performed which identified: striated openings on radius and anterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius and anterior assessed as surgical damage consist in the use of some surgical tool. A striated broken on plug strap assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.